Manufacturer narrative:
Concomitant medical products: product ID 37612, implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported via a manufacturing representative that since (B)(6) 2015 the patient's neck muscle was rigid. No troubleshooting was done and the cause of the event was not determined. Reprogramming was done on (B)(6) 2015 and the patient's health care provider (hcp) determined the event was due to a short wire. There was no improvement in symptoms and the hcp suggested replacement.